Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a lateral ankle reconstruction implant system, ar-1675bc-cp, was being used during a lateral ankle reconstruction procedure. The 5.5mm bio-tenodesis screw was being implanted into the lateral talus. Upon insertion, the surgeon missed the bone tunnel (that was prepared using 5.5mm reamer from the kit). He could not locate the screw in the joint and thinks that it may have went into/around the lateral aspect of the sinus tarsi. He made every attempt to locate and remove the screw but could not find it. He decided to leave it in the patient unsecured. The rest of the procedure was completed with no further incident.